Event description:
During follow up with the home patient's nurse, she stated that she was aware and it had all been taken care of at that time. The patient has since passed away and the details of the death are being addressed separately.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during last dwell. The home patient (hp) stated that one of the supply bags fell and became disconnected from the tubing. The baxter technical service representative (tsr) explained the alarm to the hp and assisted to cycle power off/on twice to clear the alarm. The tsr then assisted the hp to remove all the used supplies. The hp stated he would do a manual drain in the morning. The tsr then explained proper set up procedures. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.